Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the right ventricular (rv) lead - lead integrity alert (lia). Analyst commented, lia rv integrity alert warning occurred for increased short interval counts (sic) and 2 or more high rate non sustained episodes greater than 220 milliseconds on (B)(6) 2015. Sic went up to 97 (within 7 days) along with high rate non sustained episode and evidence of oversensing during on (B)(6) 2015. (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered for right ventricular (rv) lead that encountered oversensing and/or noise. A lead revision was performed with lead re-screwed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 588 ventricular sic; ventricular tachycardia (vt) non sustained and high rate non sustained detected episodes with lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non sustained episodes and sic greater than 30 in 3 days.

Event description:
It was further reported that the patient presented again in the hospital with a lead alert. Observed some noise in the rv channel. Troubleshooting of bipolar rv lead impedance and the integrated bipolar rv lead impedance was performed and, physician decided to program rv pacing and sensing in integrated bipolar. The rv lead remains in use.